Event description:
Legal counsel for the patient alleges that patient underwent a left total hip arthroplasty on (B)(6) 2008. Patient was revised on (B)(6) 2011, due to patient allegations of pain, swelling, tissue damage, synovial fluid buildup, lack of mobility, metallosis, pseudotumours and bone erosion. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-01448 /-07482).

Event description:
Legal counsel for the patient alleges that patient underwent a left total hip arthroplasty on (B)(6) 2008. Patient was revised on (B)(6) 2011 due to patient allegations of pain, swelling, tissue damage, synovial fluid buildup, lack of mobility, metallosis, pseudotumours and bone erosion. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report noted patient underwent a left hip revision on (B)(6) 2011 due to pain and loosening of the acetabular cup. Revision operative report noted the presence of a pseudotumor, cloudy fluid, loose acetabular cup, pseudomembrane, and posterior wall bone loss. The modular head, taper adapter and acetabular cup were removed and replaced with a competitor's cup and biomet head.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. PMA/510(k) number. Manufacture date ¿ unknown. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions. " and "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.